Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, it was observed that the soft tip was ripped with internal parts exposed but not completely detached from the sheath. This damage could be related to the reported event where the wire went through one of the vizigo® holes. The potential cause of the tip damage cannot be established. A device history record was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis, and the root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was damage at the end of the carto vizigo® sheath. It was reported that the hospital was in the process of testing a new transeptal system called circa. The physician speculated that the wire from the cross-wire system got into the side of the carto vizigo® sheath. After the physician advanced the rest of the cross-wire system, it may have torn the carto vizigo® sheath. The procedure continued. No adverse patient consequence was reported.